Event description:
It was reported that the patient presented in-clinic for a magnetic resonance imaging (MRI) scan. After the MRI scan the patient heard a beep sound. Upon review, the implantable cardioverter defibrillator was found to be in the back up mode. The device was not set to MRI setting before the MRI scan and so the device had switched to the back-up mode. Programming changes were made on the device to resolve the issue. Patient was stable.

Manufacturer narrative:
The reported event of back-up mode following magnetic resonance imaging (MRI) was confirmed. Based on the information received, the device entered power on reset due to the MRI settings not being enabled by the user prior to MRI.